Manufacturer narrative:
(B)(4). H6: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a broken or detached needle occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.